Event description:
The plaintiff alleges that plaintiff worked as a cna and wore and was continuously exposed to antigenic natural latex proteins in latex gloves. Plaintiff alleges that on the event date after suffering an unknown allergic reaction four days prior to event date, plaintiff following a rast test, was diagnosed as being allergic to latex. Plaintiff also alleges that plaintiff has become sensitized to latex, and is now subjected to increased health risks. Plaintiff further alleges that as a result of this sensitization to latex, plaintiff is subject to an increased risk of anaphylactic reactions to latex products. Furthermore plaintiff alleges that plaintiff has suffered substantial injury, pain and suffering, as well as enconomic loss. Finally, also alleged is the loss of consortium.